Event description:
A medtronic representative reported the site was attempting a patient registration during a cranial tumor resection when he noted the camera requiring the frame and instruments to be within 3 feet to be recognized. Outside of this range the spheres were not visible to the camera. Camera volume was not large enough to view cranial reference frame or passive planar blunt within the too close/too far window. Could see instruments only in a "too close" range causing inability to register successfully. The surgery was completed without navigation and there was no reported impact to the patient.

Manufacturer narrative:
The initial report was received on (B)(4) 2012 and found to be a non-reportable malfunction based on the information available. On (B)(4) 2012, new information was available during the returned camera evaluation and the decision was changed to a reportable malfunction. The device manufacture date was not available at the time of this report. The position sensor unit (psu) had several broken standoffs rattling around inside the housing. During functional testing the psu returned very high geometry error and was not able to track any instruments at all. Too few markers were identified to be able to run the accuracy assessment kit (aak) test. The psu was out of calibration.

Manufacturer narrative:
Device manufacture date is provided.